Event description:
Distributor reported that the touchscreen of the pump was cracked and shattered, rendering it unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.